Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose levels. The customer states their levels had been as high as 400mg/dl. The customer declined to troubleshoot. The customer states they troubleshot with their trainer and attributed the highs to bubble in tubing. No further assistance provided at this time.